Event description:
Malfunction: infusion pressure not accurate. The nurse reported that in 2 cases, back to back, it appeared that the infusion pressure was not accurate. The surgeon had to pump the pressure to 50 and then had the staff hang the bottle on a tall IV pole to feel that the eye pressure was acceptable. The following two cases had an accurate pressure. The surgeon was not using iop control. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system. The connectors between the supervisor and laser were reseated. The system was then tested and met all product specs. A review of complaints for the system for the last 24 months revealed there have been no additional related reports. (B) (4). (B) (4). (B) (4).